Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value was not provided. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per user guide do not take insulin doses too close together, often referred to as stacking insulin. H3 other text : device not returned.